Event description:
Lasik -- I had high myopia - roughly -10 diopters- and large pupils. I did my research, and asked many questions about problems like halos and blurry night vision. I was assured my chances of those problems was low. Sure enough, I still have significant problems with halos and night vision more than 10 years later, and the level of correction "missed" by a significant amount - -1.25 on one side, -1.75 on the other.